Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. A full inspection was performed on the device and the device failed the inspection due to a worn scope socket connector. This worn connector was causing a poor connection with the scopes. Additionally, the camera head needs to be replaced. There was minor cosmetic wear noted on the housing. However, the unit burned for several hours and no issues related to the user's report were noted. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was not presenting an image with 180 scopes during procedure preparation. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the condition of the device and the results of the investigation, it is believed that the reported failure was caused by the wear of the scope socket causing a poor connection. Olympus will continue to monitor the field performance of this device.